Manufacturer narrative:
The serial number of the c513 analyzer is (b))6). The customer stated calibration and controls were acceptable. The device was checked and it was found that a sample probe was broken. The probe was replaced. For the investigation, the provided quality control data and calibration data were reviewed. Controls showed a strong imprecision for a long duration and the last calibrations all were flagged with calibration errors. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c513 analyzer commercial system. The sample initially resulted in an hba1c value of 7.28 %. The sample was repeated on a second analyzer, resulting in a value of 6.38 %. The customer deemed the repeat value to be correct.

Manufacturer narrative:
The investigation determined that the probe replacement resolved the issue. Medwatch field d1, d2, d4, g1, and g4 have been updated.